Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that after running the axsym digoxin iii assay, an error code# 1063 (invalid test result, correlation coefficient too low) was generated for several pts. There was no impact to pt mgmt reported.